Event description:
The lay user/reporter called lifescan (lfs) on april 3, 2006 and alleged that her meter was reading inaccurately high. The medical affairs specialist spoke to the patient on april 3, 2006, and obtained and verified the following information. In 2006, the patient reported that she was having symptoms of shaking and nervousness. She tested on her meter at the time of the symptoms and obtained a result of 107 mg/dl. She reported that she tested earlier in the day and obtained a result of 97 mg/dl. She felt that the meter was inaccurate so she went to the emergency room and her blood was drawn (within 25 minutes) for a lab test; the result was 47 mg/dl. The patient stated that she does not have diabetes, but she does experience hypoglycemia often, so she tests twice daily. She was given ginger ale to drink and crackers and was then released. The test strips were in good condition, codes matched, and the techniques for cleaning the puncture site and for applying the blood to the test strip were correct. The patient did not have any control solution to troubleshoot. This complaint is being reported as the results on the meter do not correlate with the patient's symptoms and the laboratory result. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.